Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this device could not be interrogated. The patient resides in a geography outside of the united states. Technical services discussed that they will need to have a representative come with the hardware key in order to interrogate the device. No adverse patient effects have been reported. All available information indicates that the device remains in service.